Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the relationship between the positive cultures and the device cannot be determined. Growth of microorganisms was found through culture testing by the user after reprocessing. The root cause of the reported event could not be determined. The following is included in the device's instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." The suspect device was returned to an olympus service center for evaluation. The device inspection and testing observed a crack in the resin on the scope connector plug, and the scope connector was deformed. The insulation resistance was out of specification due to a chip on the cap cover. The bending angulation was out of specification due to deformation of the bending tube. The light guide lens was chipped, due to an external force such as being dropped. The bending cover adhesive was deteriorating due to cleaning, disinfecting, and sterilization processes over time. The universal cord was buckling due to physical stress. The air/water cylinder and suction cylinder were deformed due to physical stress. Per the legal manufacturer, these issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the subject device tested positive for bacteria during routine microbiological testing on four occasions. On (B)(6) 2022, the working channel was sampled and tested positive for light growth for a bacillus spp organism. On (B)(6) 2022, the working channel was sampled with resulting <15 colony forming units of pseudomonas aeruginosa, and <15 colony forming units of klebsiella pneumoniae. On (B)(6) 2022, the working channel was sampled with resulting <15 colony forming units of pseudomonas aeruginosa, and <15 colony forming units of klebsiella pneumoniae. On (B)(6) 2022, the air/water channel was sampled with resulting isolated bacillus spp organism, and isolated klebsiella pneumoniae organism. The suction channel was sampled with no growth aerobically after two days of incubation. The biopsy channel irrigation was sampled with no growth aerobically after two days of incubation. The device was not used on a patient at any time during the duration of microbiological testing. There was no patient or user harm reported due to the event. The user facility's cleaning, disinfection, and sterilization (cds) checklist was requested. At this time, the cds checklist has not been received.